Event description:
I was in a 3tesla ge MRI machine. During the procedure the tech put music headset on me but not earplugs. During the examination I pushed the help button because I could hear the machine. I told tech I it was too loud and I needed ear protection. I have new ringing and decreasing hearing.